Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: lack of adhesive on light guide lens, lack of adhesive on ccd objective lens. A definite root cause could not be identified. Based on the results of the investigation, the most probable cause of the malfunctions "lack of adhesive on light guide lens", "lack of adhesive on ccd objective lens" and "forceps elevator wire was fractured" was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the duodenovideoscope had forceps elevator wire was fractured. The issue occurred during maintenance. There was no patient involvement.